Event description:
Sheath or layer of tampon in vagina [foreign body in reproductive tract]. Cramping - menstrual [dysmenorrhoea]. Muscle pain [myalgia]. Fatigue [fatigue]. Nausea [nausea]. Vomiting spells [vomiting]. Pressure in my lower pelvic region [vulvovaginal discomfort]. Ache in pelvic area [pelvic pain]. Tampon sheath came off tampon [device breakage]. Case narrative: consumer reported via e-mail that she found the sheath lining of tampon in vagina. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Sheath or layer of tampon in vagina [foreign body in reproductive tract] cramping menstrual [dysmenorrhoea] muscle pain [myalgia] fatigue [fatigue] nausea [nausea] vomiting spells [vomiting] pressure in my lower pelvic region [vulvovaginal discomfort] ache in pelvic area [pelvic pain] tampon sheath came off tampon [device breakage] case narrative: consumer reported via e-mail that she found the sheath lining of tampon in vagina. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress.

Manufacturer narrative:
There is insufficient information to perform an investigation.,

Event description:
Sheath or layer of tampon in vagina [foreign body in reproductive tract] cramping - menstrual [dysmenorrhoea] muscle pain [myalgia] fatigue [fatigue] nausea [nausea] vomiting spells [vomiting] pressure in my lower pelvic region [vulvovaginal discomfort] ache in pelvic area [pelvic pain] tampon sheath came off tampon [device breakage] . Case narrative: consumer reported via e-mail that she found the sheath lining of tampon in vagina. No serious injury reported.